Manufacturer narrative:
Updated sections: g4, g7, h2, h10. Corrected section: h10. Trackwise # (B)(4). The device was returned to the factory on 12/23/2019. An investigation was conducted on 02/17/2020. A visual inspection was conducted. Signs of clinical use and heavy amounts of blood was observed on the delivery device as well as on the seal, indicating that there was attempt to insert the device into the aorta. The white plunger was fully depressed and the blue slide lock was disengaged. The seal was observed to be intact, no visual defects were observed. No measurements of the delivery device were taken due to presence of blood. Based on the returned condition of the device and the evaluation results, the specific failure mode could not be identified as no specific failure mode was reported.

Event description:
Summary: the hospital reported that during an endoscopic vein harvesting procedure, hst iii system (3.8mm) had an issue. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Event description:
Summary: the hospital reported that during an endoscopic vein harvesting procedure, hst iii system (3.8mm) had an issue. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Internal complaint number: (B)(4). The device was returned to the factory on (B)(6) 2019. An investigation was conducted on (B)(6)2020. A visual inspection was conducted. Signs of clinical use and heavy amounts of blood was observed on the delivery device as well as on the seal. Indicating that there was attempt to insert the device into the aorta. The white plunger was fully depressed and the blue slide lock was engaged. The seal was observed to be intact, no visual defects were observed. No measurements of the delivery device were taken due to presence of blood. Based on the returned condition of the device and the evaluation results, the specific failure mode could not be identified as no specific failure mode was reported.

Manufacturer narrative:
Trackwise ID # (B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
Customer emailed me letting me know that he just became aware of 5 devices hsk-3038 that the end users had issues with. He is going to get more details and get back to me. Customer sent me several reports from his internal database but no lot numbers seemed to be attached. Several of the reports are from complaints/devices that have already been reported. Date of event is unknown.